Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a red alert condition that was unable to be uploaded in a timely manner. According to additional information received, this s-ICD was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported. This product will be returned to boston scientific for further investigation.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remote monitoring alert indicating a potential device anomaly. Boston scientific technical services (ts) recommended interrogating the device with a programmer. No adverse patient effects were reported.